Event description:
A peripheral procedure commenced, and a spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. After use of the turbo-elite, the lesion was then treated with a drug-coated balloon. After treatment with the balloon, an embolization occurred. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".